Event description:
It was reported that the staff experienced persistent helium loss 2 alarms, occurring about every 1-2 minutes when using the intra-aortic balloon (iab). The staff swapped out the pump, and the drive line tubing but the alarm continues. There is no blood noted in the tubing, verified from insertion site to pump. As a result, the iab was removed without difficulty or noted complications. The patient is was stable, so the surgeon has opted not to reinsert. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab helium loss alarm is confirmed. The iab was confirmed with a leak from the outer lumen which allowed an external helium leak. The leak site identified is consistent with contact from a sharp object. The root cause of the outer lumen leak is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff experienced persistent helium loss 2 alarms, occurring about every 1-2 minutes when using the intra-aortic balloon (iab). The staff swapped out the pump, and the drive line tubing but the alarm continues. There is no blood noted in the tubing, verified from insertion site to pump. As a result, the iab was removed without difficulty or noted complications. The patient is was stable, so the surgeon has opted not to reinsert. There was no report of patient complications, serious injury or death.